Event description:
The pt presented to the refill clinic because of alarm condition. Interrogation of the device revealed low battery alarm and pump in "safe mode". A replacement was scheduled. No injury to the pt was reported.

Manufacturer narrative:
(B) (4). The serial number is included in the range for the synchromed ii pump potential for reduced battery performance manufactured prior to 04/2005. Urgent: medical device correction (dated 07/2009). This report is being submitted late due to a delay by a manufacturer employee. Training is in place.